Event description:
It was reported the manufacturer representative received a call from the patient at midnight concerning getting his patient programmer. The patient had threatened suicide and is extremely upset. A second programmer was delivered, which the patient received. Patient outcome was not provided.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4), implanted: (B)(6) 2004, product type extension product ID (B)(4) lot# serial# (B)(4), product type programmer, patient product ID (B)(4), lot# j0421701v, mplanted: (B)(4), 2004, product type lead. (B)(4).